Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulator was turning itself off. The patient can't figure out why this was happening and confirmed the ins was sufficiently charged (more than 30%) when this occurred. The patient confirmed she was not around emi when the issue occurred, and she notices the stimulator is turned off because her back starts hurting. It was mentioned the patient checks the status of the ins and confirms that stim is off, but the patient called back later and stated she wasn't necessarily checking the controller to verify if stim was actually off and that she was assuming it was off because her pain would return. An unrelated MRI was done in the last month, but the patient thought the issue began before the MRI. The device was programmed so she doesn't feel stim unless she is laying down. It was reviewed to check the ins with the controller when this was happening to determine if stim was off, if the ins battery was low, and to keep a journal of when this happens. No further complications were reported.